Event description:
The customer reported that the unit had no display.

Manufacturer narrative:
The customer reported that the unit had no display. The unit was evaluated at philips, and the failure was confirmed. Replacement of the power pca resolved this failure.